Event description:
It was reported during a reductory gastroplasty procedure that the device did not staple. There was no adverse patient consequence.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time.